Event description:
It was reported that the user experienced intermittent low insulin alerts and insulin occlusion alerts with an ilet system over two days, noted visible air bubbles in the tubing while using a teflon infusion set, and was out of insulin with a reported blood glucose of 280 mg/dl; the user was advised to perform a full supply change of cartridge, infusion set, and tubing, which resolved the occlusion after replacement. Investigation included remote troubleshooting and confirmation of device and supply status. Investigation of this case revealed an occlusion that resolved after a complete supply change, consistent with supply-related flow interruption and air in line associated with the infusion set and tubing. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the need for user-directed troubleshooting, as well as replacement of insulin delivery supplies without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was supply-related occlusion and air in the infusion line leading to interrupted insulin delivery.